Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned on the same system. The philips remote service engineer (rse) analyzed the system remotely and identified that the aep (area exposure product) meter was faulty and non-functional, which affected the recording of the x-ray dose. After customer replaced the aep meter, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This issue does not affect the system's functionality, and the procedure was completed as planned using the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's footswitch was lagging, impacting the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.